Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the incident involved a critically ill pt. The intra-aortic balloon (iab) was prepped & the balloon catheter was connected to the intra-aortic balloon pump (iabp). On start up & under fluoroscopy the iabp only inflated part of the balloon. As a result, they changed trigger modes, turned iabp from autopilot to operator mode, changed ratios, turned iabp off & on again, pulled catheter back slightly, inserted it in higher with no success of the catheter deploying completely. Md removed the iab with the super arrow-flex (saf) sheath as one unit. Another iab was prepped & inserted without incident. There was no reported pt death or injury. Medical/surgical intervention was not required. The delay in therapy was "minutes until the second iab was prepped & inserted." The md kept the spring wire guide (swg) in the femoral artery & inserted the second saf sheath & iab over the swg & into place successfully. There were no reported pt complications. The pt outcome is listed as "good."